Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, occlusion, and nausea, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality issue.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 2.5 x 15 mm xience v stent was deployed in the proximal circumflex using direct stenting and a 2.75 x 15 mm xience v stent was deployed in the 2nd obtuse marginal and pre-dilatation was done. The following day, the pt had a side branch occlusion, which required prolong hospitalization. The pt complained of nausea, angina and had elevated cardiac enzymes and was treated with medication. No additional event or patient information is available.